Event description:
A pt who was easy to mask ventilate was intubated for an elective surgery. During intubation, only the epiglottis could be visualized so the endotracheal tube ett was advanced blindly. While several non-failsafe methods for confirming proper ett positioning in the trachea were made equal bilateral breath sounds [but also heard over abdomen], chest rise, water condensation in the tube, tracheal pressure-pilot tube pulsation, the philips gas analyzer intellivue g5-m1019a-did not report any carbon dioxide in exhaled gas. In addition to the clinical tests, we also looked for leaks in the circuit but found no loose connections or obvious faults. The pt desaturated to 89% during this routine to confirm ett position. Because the spo2 was falling, the ett was removed and bag masking resumed. On second intubation, the same events and findings occurred. This time, an additional test of placing a self-inflating bulb onto the ett to act as an esophageal detection device was used. This test suggested strongly the ett was in the trachea. An anesthesia tech had witnessed the gas analyzer failure at least twice before and helped us identify the problem as a missing manifold seal connecting the water trap to the analyzer, creating a leak. When the seal was replaced, the gas analyzer functioned properly.